Event description:
It was reported, that the customer allowed the pump battery to fully deplete, due to not charging the battery. And the pump subsequently, shut off. Customer's continuous glucose monitor read "high". However, specific blood glucose (bg) value was not provided a correction bolus via. The pump was delivered and a manual insulin injection was administered to address bg. Additionally, it was reported, that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. It was also reported, that the customer experienced low (bg) level displayed as "low" on the continuous glucose monitor. Cause was unknown. Reportedly, the customer turned off the pump to address the issue. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes). And also, avoiding frequent full discharges". H3 other text: device not returned.